Manufacturer narrative:
Complaint conclusion: as reported, three to four days after use of (3) 6f-12f mynx control venous vascular closure devices (vcd) patient presented with a red, inflamed, ¿egg-sized bump¿ and some bloody discharge in the right groin area. Bruising was present but no pain or tenderness (except with direct touch). The nurse practitioner (np) noted that applying pressure at the site for ten to fifteen minutes resolved the bump. Patient noted straining for bowel movement. Patient was prescribed doxycycline treatment. Mynx control venous devices were stored, opened, and deployed per the instructions for use (IFU). Three unknown sheaths were used on the right side. 10f cordis sheath was used. Non-cordis 9f, 7f sheath was used. The procedure was a pulse field ablation (pfa). The scrubbing staff was certified in their use. Additional information was requested but not provided. The devices were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the information available for review, the reported event of ¿local reaction and ecchymosis¿ was not evaluated for any of the devices due to the nature of the complaint and based on the limited information available. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. A local reaction after deployment of the sealant into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous instructions for use (IFU) as such. Ecchymosis, or bruising, is a skin discoloration resulting from bleeding underneath the skin. Ecchymosis around a puncture site can occur due to minor bleeding during the initial puncture, during sheath exchanges, or after the deployment of the vcd. This bleeding is typically light and results from the punctured vein wall allowing blood to pool under the skin. This condition is also a well-known potential adverse event following the use of a vcd after an invasive procedure. Based on the limited information available for review, it is not possible to determine what factors may have contributed to access site reaction and ecchymosis experienced. However, patient/procedural factors are possible. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ there is no indication that the issues experienced by the customer are related to the manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, three to four days after use of (3) 6f-12f mynx control venous vascular closure devices (vcd) patient presented with a red, inflamed, "egg-sized bump" and some bloody discharge in the right groin area. Bruising was present but no pain or tenderness (except with direct touch). The nurse practitioner (np) noted that applying pressure at the site for ten to fifteen minutes resolved the bump. Patient noted straining for bowel movement. Patient was prescribed doxycycline treatment. Mynx control venous devices were stored, opened, and deployed per the instructions for use (IFU). Three unknown sheaths were used on the right side. 10f cordis sheath was used. Non-cordis 9f, 7f sheath was used. The procedure was a pulse field ablation (pfa). The scrubbing staff was certified in their use. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.